Event description:
The physician identified inconsistency in follow-up data reported about fms algorithm. Preliminary analysis identified the reported event was most probably the expected behavior, and resulted from different period used to compute involved data.

Event description:
The physician identified inconsistency in follow-up data reported about fms algorithm. Preliminary analysis identified the reported event was most probably the expected behavior, and resulted from different period used to compute involved data.